Event description:
It was reported that the pump displayed a reset screen unexpectedly due to a pump reset alarm, which was a past issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had already placed the pump on a charger when the reset occurred and successfully resumed insulin delivery. Cts informed the customer that the pump reset one of its microprocessors for performance reasons, which is a built-in safety feature, and provided instructions on restarting cgm sessions and reloading the cartridge.